Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: it was reported that there has been issues of clotting. Happened about 2 or 3 times, had to redraw.

Event description:
It was reported that clotting occurred with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: it was reported that there has been issues of clotting. Happened about 2 or 3 times, had to redraw.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. The samples were visually inspected for the presence of edta additive, all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Blood collection tubes are designed to draw the appropriate volume to ensure a proper blood to additive ratio, not having the correct blood to additive ratio can lead to clotting. Also, in tubes with anticoagulants, inadequate mixing may result in platelet clumping, clotting and/or incorrect test results. H3 other text : see section h.10.